Manufacturer narrative:
The patient is (B)(6).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As the lot # 17243028l was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Due to the august 2015 FDA maintenance were the 3500a codes were updated, the 3500a codes will be added until the biosense webster system is also updated. Evaluation codes: method: no testing methods performed; result:no results available since no evaluation performed; conclusion: device discarded by user, unable to follow-up. (B)(4). Concomitant medical products: product: carto® 3 system, us catalog #fg540000, serial # (B)(4). Product: smartablate¿ system rf generator, us catalog # m490007, serial # (B)(4). Product: smartablate¿ irrigation pump, us catalog # m490008, serial # (B)(4). Product: thermocool® smart touch¿ electrophysiology catheter, us catalog # d133602, lot # 17258400m. Product: webster® cs catheter with ez steer¿ technology, us catalog # bd710fj282rts, lot # 17264473m. Product: acuson acunav diagnostic catheter, us catalog # 8255790, lot # 716an034028. (B)(4).

Event description:
It was reported that a patient, male, underwent an atrial fibrillation procedure with a lasso electrophysiology catheter and got stuck in a stent and after it was removed from the patient, noted that the tip and distal electrode broke off inside the patient. During the procedure, the catheter got entrapped in a stent where it was previously placed in the left superior pulmonary vein. The physician dislodged the device from the stent and removed it from the patient. It was then noted that the tip of the device and the distal electrode broke off inside the patient. There was no difficulty inserting the device and removing it after freeing from the stent. The patient did not require any intervention or hospitalization. There were no consequences to the patient immediately following procedure; the dislodged tip of the catheter remains inside of the patient. The patient was discharged to home on (B)(6) without any neurological or physical injuries. The patient was reported to remain in stable condition at the time bwi followed-up with the physician ((B)(6)). The physician's opinion regarding the cause of this adverse event was related to the type of procedure and patient's condition since a stent was previously placed in the left superior pulmonary vein. The sheath used was a non bwi product (sjm 8.5fr mullins curve transseptal sheath).